Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011; 429688 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the ER in full cardiac arrest and had multiple shocks. A lead integrity alert (lia) was triggered due to short interval counts (sic) and oversensing noted during device defined ventricular fibrillation (vf) episodes on the right ventricular (rv) lead. The device remains in use. No further patient complications have been reported as a result of this event.